Event description:
During CardioMEMS implant procedure, the physician encountered a delay in implant that required additional medication. Although the implant was completed successfully, this is considered a reportable event as a delay was clinically significant. Rep clarified, the patient takes Coumadin for their LVAD, but they had to increase the dose to try to dissolve the clot that formed because of the issues with the delivery system.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.